Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown and treatment for the event was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. On an unreported date, the pd therapy was discontinued. No additional information is available.